Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 02/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported bg excursion due to continued use. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within the required specifications. The pump information for the complaint date has been overwritten, unable to duplicate the complaint. Unrelated to the complaint, evaluation revealed a scratched display screen and worn keypad symbols, which has no effect on insulin delivery function.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's diabetes educator reported that the patient experienced erratic blood glucose. The patient reportedly forgot to bolus for lunch and the patient's bg increased to 523 mg/dl. The patient reportedly took a correction with dinner and the patient's bg went low to 24 mg/dl. The patient's bg reportedly resolved to 122 mg/dl. The diabetes educator stated that the patient started insulin pump therapy last week and was still working with his physician to adjust the pump settings. The diabetes educator confirmed that all the pump settings were correct. The patient was correctly using the suggested amounts. The patient was reportedly switched to a new infusion set yesterday and the diabetes educator stated that she believed the patient had increased absorption using the new set and needed to have rates adjusted. This report is made based on the allegation that the patient experienced erratic bg while using insulin pump therapy.